Manufacturer narrative:
Concomitant product(s): a 693558 lead; 5071-35 lead, implanted: (B)(6) 2012. A 4568-45 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel well due to diaphragmatic stimulation with the epicardial left ventricular (lv) lead. Reprogramming was performed which resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.